Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 20 october 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles experienced the cannula breaking off/pulling out and leakage during use. The following information was provided by the initial reporter: consumer reported last night he was giving himself an injection in his abdomen, stated he sneezed and then realized insulin was dripping out and when he looked at the pen needle, there was only a little stub left. Stated the needle was missing and he believes it broke off inside of him. Stated today the injection site is now hard and a little higher then the rest of his skin. Stated he is calling his doctor to see if he needs medical attention. Advised consumer I would get a follow up with him. Lg lot #: 9317856 catalog#: 320109 date of event: (B)(6) 2020 called this consumer to follow up and inquire if he was going to receive medical attention however, consumer did not answer.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles experienced the cannula breaking off/pulling out and leakage during use. The following information was provided by the initial reporter: consumer reported last night he was giving himself an injection in his abdomen, stated he sneezed and then realized insulin was dripping out and when he looked at the pen needle, there was only a little stub left. Stated the needle was missing and he believes it broke off inside of him. Stated today the injection site is now hard and a little higher then the rest of his skin. Stated he is calling his doctor to see if he needs medical attention. Advised consumer I would get a follow up with him. Lg lot #: 9317856, catalog#: 320109, date of event: (B)(6) 2020 called this consumer to follow up and inquire if he was going to receive medical attention however, consumer did not answer.